Event description:
It was reported that the packaging for a farawave catheter was damaged during shipping and was no longer sterile following this damage. No patient was present at the time of the event, and no patient complications occurred. The device is not expected to be returned for analysis as it was retained by the customer. No further device issues were noted.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.